Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found an external insulation abrasion found at 8.1 cm to 8.3cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis. Insulation abrasion.